Event description:
Additional information received reported that the cause of the resistance was not determined. A continuous saline flush was administ ered and maintained as indicated in the IFU. A kink was not confirmed on the catheter when explanted. There was kink on the proximal end of the pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during ais treatment for peripheral embolization, the solitaire was used. After preparation and insertion into the phenom, resistance was felt within the catheter's proximal end while delivering to the target site, prompting retrieval. The treatment was completed using a different product. The stent had been properly pushed out of the sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic cerebral infarction in the right m2. Patient condition: mrs (pre-operative): 5, mrs (postoperative): 1, nihss (pre-operative): 38, nihss (postoperative): 10, tici (preoperative): 1, tici (postoperative): 2b. It was noted the patient's vessel tortuosity was moderate. The parent vessel was the middle cerebral artery with a 2mm diameter. The patient was receiving a tps. There were 0 passes with the solitaire. 4 hours was required from onset of cerebral infarction to reva scularization/revascularize. Ancillary devices include a rr-a80k25a sheath, bg88790c guiding catheter, fg15160-0615-1s microcatheter, and ain-cki-200r guidewire.